Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that at the end of the procedure, during the impedance check, over half of the electrode combinations were greater than 4000. The rep stated that the amplitude was raised to 2.0 and the powered to 240 with no resolve. A second ins was attached and the impedance check was resolved with the exception of the electrode combinations that included electrode 1. It was also reported that the patient had a very high body mass index and the ins was taken off and adjusted back on the lead several times but a second ins was opened and used. There were no further symptoms or complications reported or anticipated.